Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was reproduced. System error 105 was confirmed and caused by a failed motor flex. The eval additionally found severed motor screws which may have contributed to the system error 105. The failed motor assembly and motor screws were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.